Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord will not retract.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Customer reported that the power cord will not retract. The getinge fse took off the side cover, untangled the power cord, then made sure the cord would retract. Machine was never taken out of service.

Event description:
N/a